Manufacturer narrative:
Concomitant therapies: cholecalciferol, vagifem, deltasone, maxalt-mlt; pretreatment: topical anesthetic and an infraorbital nerve blocker with 1% lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, swelling, tongue thickness, throat swelling, and chest tightness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: contraindications " juvéderm volbella® xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies." Warnings: "injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days." Adverse events: "treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction." Postmarket surveillance: "the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, (B)(6), migration, angioedema, and necrosis."

Event description:
Healthcare professional reported patient was injected to the vermillion border of the upper lip and small fine lines in the upper lip with 1 syringe of juvéderm volbella® xc. Prior to injection patient was pretreated with a topical anesthetic and an infraorbital nerve blocker with 1% lidocaine. The evening of injection patient developed an allergic reaction with ¿mild upper lip swelling¿. The next day, patient woke with ¿increased swelling to [their] lip and mid face, and reports tongue thickness, throat swelling and chest tightness as well.¿ patient took benadryl, one advil, and tylenol and then went to the emergency room. At the emergency room, patient was treated with intravenous benadryl and steroids and a prednisone dose pack which immediately improved symptoms in terms of throat and tongue. Patient remained with swelling. Patient was prescribed a tapering dose of prednisone in the emergency room and was recommended to place ice on the area of swelling and to continue taking benadryl. Symptoms resolved 3 days after injection. Patient was taking ambulatory compound builder, elavil, cholecalciferol, vagifem, deltasone, and maxalt-mlt at the time of injection. Patient has previous filler history with juvéderm® ultra plus and also developed an allergic reaction.